Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 02july2019. The service technician evaluated the unit and verified the reported problem. The blower assembly and the flow valve were replaced to address the reported issue. The unit passed all testing.

Event description:
Customer reported an over pressure alarm. The customer reported there was no patient involvement.